Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they have unexplained high blood glucose of 432 mg/dl to 450 mg/dl and would like to troubleshoot pump to see if it is working. Customer went to emergency room for the high blood glucose. Troubleshooting found that there were two no delivery alarms in pump history but that drive support cap, basal settings, bolus wizard and time and date programming were fine. Customer declined to perform a high pressure test. Customer will follow up with their doctor regarding the high blood glucose and will monitor pump.